Event description:
Info received indicates the siderail will not rise into the latched position.

Manufacturer narrative:
The facility indicated the siderail will not rise into the latched position because it is bent. The hill-rom technician did not repair the bed in the field. The rental bed was replaced with another bed.